Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure, after the outer tube needle was inserted into the patient's body, it was found that the biopsy needle could not be inserted into the outer tube needle. Another one from the different lot was opened and used instead. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and six similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.